Manufacturer narrative:
Information contained in this report was previously submitted through psr on 04/22/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Further investigation: the review of the documentation associated to the manufacturing process indicates that all devices with work order 1789839 were released in accordance with allergan medical¿s procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. According to the device analysis performed in the laboratory, it was observed a void between shell and patch (vp) 1.5mm from the cut hole, which is out of specification per (B)(4). Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with air void in patch for gel breast implants will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Device evaluation: visual analysis of the returned device identified a broken shell, observed a dark circle around the patch, fold creases, around 0-25% of the shell is missing and a weight test of the explanted material was verified and it was underweight. Microscopic analysis of the return device identified a broken shell with a sharp edge where is localized stresses induced in posterior side assessed as surgical impact(a dimension measurement in the shell was performed which identified the thickness was within specification) and stress marks assessed as non penetrating nicks. Besides, observed an air void between shell and patch (vp: approx. 1mm of edge patch). It is out of specification per (B)(4), it is assessed as workmanship. Based on the device analysis the final assessment is: broken shell with sharp edge where is localized stresses induced in posterior side assessed as surgical impact. Missing shell that is assessed as inconclusive. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was rupture and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported a right side capsular contracture baker grade unknown, rupture, and "odd shaped". Device has been explanted.